Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unknown date the patient was treated with unspecified antibiotics. The cause of the peritonitis was a breach in aseptic technique further described as patient made a mistake and touch contamination. Twelve days after hospital admission, the pd catheter was removed and pd therapy was discontinued. The same day the patient began hemodialysis, to allow the peritoneal cavity to heal. It was reported the patient will be retrained on aseptic technique when the pd therapy is resumed. At the time of this report the patient remained hospitalized and the peritonitis event was improved and ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.